Manufacturer narrative:
Follow-up repair information: the product support engineer advised customer to ohm the speakers and see if they are open. The product support engineer asked the customer to swap the connections of both front speakers to see if the speaker needs to be replaced. The product support engineer informed the customer that both primary speakers are mounted on the front and the backup speaker is on the cpu board. The product support engineer asked customer to swap the pm board to see if that is the problem. Gave customer pn and price for new speakers.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed error. The customer reported there was no patient involvement.